Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 520 mg/dl. The nurse stated that the doctor requested adjusting the basal rates and carbohydrates ratios for every hour. Advised the nurse to contact her doctor, and have the customer call back to provide additional information on the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.